Event description:
A patient was undergoing shoulder arthroscopy. Cannula set was being used. The cannula was inserted in normal fashion, the obturator was pulled out and the shaver was inserted and utilized. Once the shaver was removed, the obturator was re-inserted for debridement. It was noted upon re-insertion, that there was a white ring around the tip of the obturator. It came off during debridement and ended up obstructing the suction, but was retrieved. It appears to be a portion or a ring that detached from the rubber insertion site.